Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two parts. The insulation was abraded at 3.1 cm to 3.2 cm from the proximal end of the suture sleeve. The outer coil filars were exposed at the same location. The insulation abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
It was reported that during a defibrillator change out procedure, atrial lead noise was observed on a stored electrogram. The lead was explanted and replaced without complication. There were no adverse consequences for the patient.